Manufacturer narrative:
The insulin pump passed the displacement test, and the excessive no delivery alarm test. However, the insulin pump alarmed during the basic occlusion test and the prime test due to moisture damage to the force sensor resistor. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a stained address and serial number label.

Event description:
It was reported that the customer had a compromised force sensor alarm on the insulin pump during a set change. Customer stated that the insulin was squirting out during the manual prime process. Customer was advised to disconnect from the pump. Customer stated that he has insulin to get him by until the morning. Customer has been getting motor errors when he has a bad site. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer mentioned that he also receives no delivery alarms. Customer was advised to do a complete set change as soon as possible. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Customer had received 4-5 motor error alarms in the last 2-3 months. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.